Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed that no anomalies were found with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that no cause of the impedance issue was determined. It was discussed that during surgery the extension may not have been fully inserted into the port but the doctor insisted it was. Removal and re-insertion of the extension multiple times did not fix the problem.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that during a device replacement, the new ins measured out of range impedances on every contact except one. They opened a new ins and this resolved all impedance issues. The manufacturing representative will return the ins with impedances. No symptoms were reported. No further complications were reported or anticipated with this event.